Manufacturer narrative:
This event was from the following literature article: monaca v, battaglia g, turiano s. Subpopliteal revascularization. Criteria analysis for the use of e-ptfe (propaten) as first choice conduit. The italian journal of vascular and endovascular surgery. 2013;20:1-2. No lot number information was supplied; therefore, no review of the manufacturing paperwork could be performed. The device was not returned; consequently, a direct product analysis was not possible. Without additional information it is impossible to further investigation this event.

Event description:
In a literature article, it was reported to gore that there were four pts in which graft occlusion with the gore propaten vascular graft was caused by a graft infection. The grafts were all explanted and the infections were treated by antibiotics.